Event description:
The patient has two scs systems (cervical and lumbar). It was reported the rechargeable ipg is inoperable and the patient is without stimulation. The device is unable to communicate due to lack of recharge for the past four months. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Correction/removal number: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.